Event description:
There was no patient involved in this event. This device malfunctioned because the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. Of the information obtained from the device there was no evidence to suggest that an attempt had been made to upgrade the software. The device data did show evidence that the device may have been switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring continuously between (B)(6) 2012. Investigation did not replicate the fault reported by the customer, and the device was successfully upgraded from software version 2.0.8 to 3.2.0. Also, the investigation did not confirm a fault with the device or any component in the device, however, there was evidence to indicate that the device may have been switching itself on automatically. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured, it is probable that damage has been caused to the membrane causing it to switch itself on automatically. The device switching itself on would have the effect of filling the memory and eventually depleting the pad pak (battery). The returned pad-pak from lot 674 was tested and confirmed to have been significantly depleted. Pad-pak, lot 674 had a use until date of 06/01/2013. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.